Event description:
It was reported that the patient experienced a loss of therapeutic effect and discomfort a week ago. The stimulation stopped later in the day after checking the neurostimulator. It was noted that the patient was unable to adjust stimulation. Antibiotics were administered for a possible infection, but the issue has not resolved. The patient was at home. Further information is being requested.

Manufacturer narrative:
(B) (4).